Event description:
A physician used the closer s device to successfully close an arteriotomy after a percutaneous coronary intervention (pci). Approximately one week later the patient presented to the hospital with right leg swelling at closure site. The patient was diagnosed with an "infection and larvate aneurysm". The patient was taken to surgery and the vessel was grafted. The patient's current condition is unknown.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.